Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had black screen and no power on medstation. A field service engineer determined that the device was experiencing issues due to a faulty drawer control board which needs replacement inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had black screen and no power on medstation. The customer stated that they were able to obtain medication from the pharmacy and confirmed that there were no delays in patient care. There were no adverse events or injuries reported based on this event.